Manufacturer narrative:
One partial intraocular lens was returned taped to the carrier cap of the replacement lens from another manufacturer. Particulates, saline dendrites, dried solutions and what appeared to be dried blood were visible on the optic. Visual inspection found the optic had been cut or torn into pieces, and two pieces were returned. One haptic was attached to one of the returned pieces of the optic. The other haptic and a large section of the optic were not returned. The returned haptic was bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Product evaluation could not verify the failure mode due to condition of product. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that a toric intraocular lens (iol) rotated one day post implant into the patient¿s right eye. The orientation of the lens changed, as the lens rotated but remained centered. The patient reported poor visual acuity. Repositioning was attempted twice, once two weeks postoperatively and once eight weeks postoperatively. The second attempt for repositioning was unsuccessful, as the lens was not stable, and the lens was explanted eight weeks post-implant. A successful lens replacement was performed with a different model and size toric lens. There were no surgical complications during the explant procedure. The patient's outcome is good. In the surgeon's opinion, the likely cause of the event is iol instability because of material/design of the iol.